Event description:
Customer reported that she experienced low blood glucose. Customer stated he over delivered insulin with a bolus for a snack he ate. Blood glucose value at the time of the incident was 29 mg/dl. Customer's spouse called the paramedics and he was treated at the scene; not taken to the hospital. Customer adjusted his basal rates and bolus wizard settings. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.